Event description:
Pt code stemi found to have occlusions of lac, cx and left main. Lad and cx angioplasted and stented. Left main angioplasted and stented x 1. Ivus used to determine if stenting needed. After second pass with second ivus, tip of pt graphix was broke off and perforated chest. Tamponade followed perforation. Peri carded tap done. Pt taken emergently to operating room for median stunotory drainage of tamponade, repair of r ventricle, l ventricle and distal chest. Pt extubated in critical care, confused at times.